Manufacturer narrative:
Other, device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed, and no evidence existed in the event log to support the user's complaint. During analysis, the reported problem regarding accuracy failure was unable to be duplicated. Test results of -3.34%, -3.34%, and -2.82% were all within the published customer specification of +/- 6.0%, and one was inside the internal spec of +/-3.0%. Service will replace the expulsor and perform calibration. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -6.85%. There was no reported adverse event.